Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use a hawkone atherectomy device to treat a moderately calcified, little tortuous lesion in the left mid common femoral and popliteal artery presenting with 70% stenosis. Artery diameters was 5 and 7mm respectively. Lesion length 40 and 80mm. 6x55 non-medtronic sheath and 0.014" non-medtronic guidewire was used. IFU was followed. The vessel was not pre dilated but post dilated. It was reported that tip detachment occurred during withdrawal. Severe resistance was felt during withdrawal. Tip separated at hinge pin. Detached distal to cutter on nosecone. Physician had to cut a portion of the command wire in order to keep some wire placement in the sfa. Physician pulled the device and nosecone became detached and came out of the body. Then the sheath was moved forward over the remainder of the device and taken out as one unit. The device was introduced in the body 4 times and cleaned 4 times before incident. There was no patient injury reported.

Manufacturer narrative:
Additional information: tip detached in patient. All device components removed safely. No vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation visual inspection confirms a tip detachment, and the distal tip assembly was not returned for analysis. The flush tool returned over the distal end of the catheter shaft with the cutter visibly connected to the drive shaft. Blue paper tissue like material is visible inside the flush tool at the proximal end and wrapped around the distal end of the catheter shaft. The cutter is connected to the drive shaft and no damage noted. The detachment site is visible under a microscope and occurred just distal to the anchor pockets. Image review photo 1-2 shows the distal end of the tip assembly in vitro. A guidewire is visible coming out of the distal tip of the hawk device and part of the wire has exited at the proximal end of the white distal tip before entering the gw lumen on the metal housing. Photo 3 shows the distal end of the catheter shaft is visible in vitro with the detachment site just distal to the anchor pockets and the cutter is seen connected to the drive shaft which is extended out past the housing. Photo 4 shows the cine image that appears to show part of the tip assembly inside the targeted lesion. Some of the metal coils are seen to be frayed and stretched medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.